Event description:
Patient was revised to address instability caused by the patella implant having fractured into multiple pieces, and the meniscal bearings both showed significant wear, with greater wear on the medial bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.